Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Possible lot numbers provided by the customer ; 13656364 manufactured start date  5/1/2023 expiration date 5/1/2028; 13527286 manufactured start date 1/1/2023 expiration date 1/1/2028. Distributor contact information: (B)(6).

Event description:
The event involved a 7" (18 cm) appx 0.52 ml, smallbore trifuse ext set w/3 microclave® clear, 3 clamps, luer lock. It was reported the patient had multiple infusions running and connected to a trifuse extension set, nurse found infusion line disconnected from the trifuse extension set. Damage was noted to luerlock connection possible leading disconnection. There was one occurrences. A second extension set opened, and attempted to connect but the same type of damage also noted to that set, luckily it was noted before infusion began. There was no unexpected or prolonged care happened and there was no invasive procedure not provided or not applicable. No apparent harm-reached patient/person, inconvenient level of harm. There was patient involvement and no adverse event reported. This it the first of two occurrences.

Manufacturer narrative:
Two (2) used. List #mc330027, 7" (18 cm) appx 0.52 ml, smallbore trifuse ext set w/3 microclave¿ clear, 3 clamps, luer lock were received for evaluation. Both used mc330027 smallbore trifuse extension sets were visually examined and functionally tested and no defect was observed or found that would lead to a premature disconnect. No mating devices were returned to evaluate with the used mc330027 smallbore trifuse extension sets. The complaint was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.